Event description:
A tempo catheter was defective and broke apart during a case. "The yellow brite tip at the distal end actually broke apart. The piece that broke off fortunately did not come off the distal end, but just slid proximally down the catheter. It was actually not even noticed until they removed the catheter from the patient. No patient injury occurred. Additional information is not available.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A tempo catheter was defective and broke apart during a case. "The yellow brite tip at the distal end actually broke apart. The piece that broke off fortunately did not come off the distal end, but just slid proximally down the catheter. It was actually not even noticed until they removed the catheter from the patient. No patient injury occurred and no additional information, procedural or otherwise, is available. (B)(4): one non sterile tempo 4f catheter and a non sterile cordis csi (catheter sheath introducer) were received coiled inside a plastic bag. Product identification was conducted through the information printed on hub and shape 'cath tempo 4f ber ii 100cm.' During visual analysis at naked eye no damage was observed, only residues of blood on both catheter and csi. A piece of unknown yellow tip was detected cracked and stuck inside the tempo catheter approximately in the middle of the device. The unknown cracked yellow tip and the distal soft tip of the tempo catheter were inspected under microscope and vision system; no anomalies were detected on tempo catheter's soft tip; therefore the yellow tip found stuck inside of the tempo catheter does not belongs to the distal tip of the catheter received. The unknown stuck yellow tip was confirmed cracked under the microscopic devices. The DHR review could not be performed due to the lot number was not provided by the customer. The reported customer complaint of catheter tip separation was not confirmed through failure analysis. With the limited information provided and not being able to identify the unknown tip that was found inside the catheter it is not possible to determine what factors may have contributed to the reported event. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. With the limited information provided it is not possible to draw a conclusion about a clinical relationship between the device and the event. There is nothing in the analysis or the device history review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.